Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a falsely elevated alinity I stat high sensitivity troponin-I result on a patient. The following results were provided: (B)(6) 2025; sid (B)(6) = 254.2 / < 2.7 ng/l; new sample sid (B)(6) = < 2.7 ng/l; another alinity at another laboratory: both samples = < 2.7 ng/l. No impact to patient management was reported.

Manufacturer narrative:
Troubleshooting included replacing and calibrating the alinity pipettor probes. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of the alinity I sn# (B)(6) service history was not able to identify or confirm any additional likely causes. A review of historical data revealed no trends, systemic issues, or related nonconformances. A review of the alinity I immunoassay systems revealed no systemic issues or trends for the issue associated with this ticket (erratic/discrepant results). A review of labelling adequately addresses sample results observed problems for erratic / discrepant results. Based on the investigation no product deficiency was identified for the alinity I (sn# (B)(6)) analyzer or probes.

Event description:
The customer reported a falsely elevated alinity I stat high sensitivity troponin-I result on a patient. The following results were provided: (B)(6) 2025 sid (B)(6) = 254.2 / < 2.7 ng/l; new sample sid (B)(6) = < 2.7 ng/l; another alinity at another laboratory: both samples = < 2.7 ng/l. No impact to patient management was reported.